Manufacturer narrative:
One (1) used empty 500ml bag by baxter 0.9% nacl with ifosfamide 2352mg/58.8ml, one (1) used, list # ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap; lot # unknown, one (1) used, list # unknown, chemoclave bag spike; lot # unknown, and one (1) used infusomat space line set by bbraun were received on april 26, 2019 for evaluation. The chemoclave bag spike and spiros of a ch3034 bag spike adapter were returned connected. When pressure leak tested, there was leakage at the clave to spiros connection. The spiros was disconnected from the clave, and the clave silicone seal was stuck down and the seal had observable tearing. When the ch3034 assembly was pressure leak tested, there was no leakage detected showing that the leakage was the result of the clave seal stickdown. The clave of the chemoclave assemble was disassembled, and the only observable damage was seal tearing. There was no spike damage. The spiros of the ch3034 bag spike adapter was disassembled, and there was no observable damage or anomalies that would have resulted in clave seal tearing damage. Leakage was confirmed to have originated due to clave seal tearing. The probable cause of the clave seal tearing and subsequent leakage cannot be determined. The device history review could not be completed since no lot # was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
The customer reported towards the end of an infusion of IV ifosfamide, a nurse discovered that the drug was leaking from the spiros portion of the device but could not determine the exact location of the leakage. The chemotherapy did not come into contact with either the patient or healthcare provider, and the spill was cleaned up per facility protocol. There weren¿t any defects noted in the device. There was patient involvement, however no adverse event or delay in critical therapy.